Manufacturer narrative:
(B)(4). All available information indicates that the right ventricular (rv) lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited low pacing lead impedance measurement less than 200 ohms. Subsequently, the patient was seen in the clinic and no out of range measurement was noted since the last alert. The last measured rv pacing impedance was 342 ohms. The system remains in service. No adverse patient effects were reported.